Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Blood glucose (bg) was 48 mg/dl (6:30 pm and 10:05 pm) where as sensor glucose (sg) was 85 mg/dl (6:30 pm) and 92 mg/dl (10:05 pm). Patient did not experience any symptoms and did not require any medical attention/intervention. Patient was able to resolve the incident herself by taking glucose.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense system. Based on the investigation analysis, it was observed that user made a bg entry of 48 mg/dl at 10:16 am, 11 minutes after the reported time. Per dms, there was a temporary inaccuracy around 10:19 am cet. The reported event around 6:30 pm cet on august 8, was due to the inherent lag in the interstitial fluid sensing technology where the sensor glucose caught up to the calibration glucose entries within 3-4 sensor readings. Thus, there was a delay in asserting the hypo alert at 6:42 pm cet. No further investigation was found necessary for this complaint. Investigation also showed that the system ultimately detected that the sensor would expire soon and the system alerted the user by asserting early sensor replacement alert on (B)(6). The user was re-inserted with a new sensor 240055 on (B)(6) 2021.